Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapies due to oversensing, likely caused by crosstalk. Atrial activity was being sensed on the ventricular lead, resulting in double counting and misclassification of heart rate, which triggered multiple episodes of anti-tachycardia pacing (atp) and shocks. Technical services recommended follow-up with a programmer and advised limiting the patient heart rate to reduce the risk of further inappropriate therapy. Further review and potential reprogramming of sensing settings were recommended. This device remains in services. No adverse patient effects were reported.